Event description:
The pt presented with a popliteal aneurysm. The physician advanced a viabahn endoprosthesis and successfully placed the device via a standard 0.035" j guidewire. The physician experienced some initial resistance upon pulling deployment line. After increasing the force on the deployment line, the wire and device coiled into aneurysm sac and partially deployed. The physician was unable to retrieve the coiled device. Consequently, the pt underwent surgery and the device was retrieved. The physician also performed a femoropopliteal (sfa-bkpop) bypass procedure. Following the surgery, the pt was stable.

Manufacturer narrative:
H6 - method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications.